Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 at 11:05am a bedside monitor and central station did not alarm for a low heart rate. No injury was reported as a result of this event.

Manufacturer narrative:
After repeated attempts by the spacelabs field service engineer, the customer has declined to provide access to the involved devices or ics database containing patient historical data and waveforms for this event. Spacelabs is unable to conduct a complete investigation without access to the involved devices and historical data. The customer biomed has stated that alarms occurred at the bedside and the central station during his testing shortly after the event for the same condition. If additional information becomes available, the investigation will be re-opened. This report is considered final and the issue is closed.